Event description:
It was reported that during an unknown procedure, the device was unable to close clips due to ejecting them. On examination, it was able to eject two clips but not close them. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged the analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining two clips due the found condition. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended but the orange indicator was beyond its intended position. A batch record review was performed and no anomalies were found during the manufacturing process.